Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. The patient was admitted to the emergency room (ER), technical services (ts) was consulted and determined that multiple alerts of high out of range shock impedance measurements. No adverse patient effects were reported. This rv lead remains in service.